Manufacturer narrative:
Implant date: 2009. It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent dislodged outside the pt. The stent dislodged from the delivery system during insertion into the guide catheter. The stent never entered the guide catheter or the pt's body. The y adapter was loosened and another of the same size stent was used to complete the procedure successfully. There were no pt complications and the pt was reported to be okay.